Event description:
Boston scientific received info that this right atrial (ra) lead exhibited loss of capture and no sensing when it was evaluated the day after implant. A lead revision procedure was performed and the lead was repositioned. Subsequent info was received that a second atrial lead revision procedure was then performed the next day due to dislodgement, and again, the lead was successfully repositioned. The local boston scientific field rep performed a pre-discharge eval (after the second lead revision) and the ra lead capture threshold had increased to 3.0 v and there was far-field r-wave oversensing. A chest x-ray was performed and the lead had dislodged. The info was reviewed with the pt's physician, who is an experienced implanter of this lead, and it was noted the pt has a very large atrium. At this time, normal follow-up is planned with the physician. No adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.